Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2012, the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2012. There is no additional history that shows that the settings have been corrected. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.